Event description:
It was reported the system intermittently shut down. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an onstie investigation. The reported issue could not be duplicated. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.